Event description:
Monopolar curved scissor robotic arm instrument was not closing properly in patient. Switched instrument out, and when protective cover was removed, frayed wires were noticed. Xr advised and pending xr at end of case.